Event description:
On (B)(6) 2023, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, it was reported that following tubing placement, the patient experienced aspiration. The patient was treated with unknown IV antibiotics. It was reported that the patient is on a soft diet due to concerns of swallowing. It was reported that the patient was discharged following duodopa titration.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.